Event description:
A customer reported in the middle of a case a system message was displayed. The system was swapped out and the case was completed. There was no patient injury reported. Additional information was received indicating this was the second time this issue had occurred (the first a week earlier). The system was switched out in both instances and the cases were completed. There was no patient impact in either case. There was a delay of not greater than 30 minutes while the system was switched out.

Manufacturer narrative:
A company representative examined the system. The representative attempted to reseat the u/s pcb and cables. Subsequently, the u/s pcb was replaced. Calibration was verified and operations were discussed with staff. The system was then tested and met all product specifications. The u/s pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).